Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Patient effects: the reported patient effect of tr, as listed in the triclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided, the recurrent tr appears to be related to the slda. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient remained hospitalized and a second procedure was performed reducing tr. Cine review: this event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿two fluoroscopic videos were provided. In the first video "clip reportedly closed after deployment.mp4", two fully deployed clips are visible and the l-lock shaft of the second tcds is visible, but not attached to the clip indicating the video was taken immediately after deploying the 2nd clip (presumably during the second procedure). Due to the angulation of the clips relative to the fluoroscopic frame, it is unclear what the clip arm angles are. The second video "clip opened 2 days after procedure.mp4" two fully deployed clips are visible. The bottom clip in the video appears to be opened to ~50°; while this is an estimation of the clip arm angle, it is apparent that the clip is opened beyond the fully closed position (~10°) per the IFU and aligns with reported incident details. The investigation was unable to determine a cause for the reported clip opened while locked. The slda appears to be related to procedural condition of the clip opening. The recurrent tr appears to be related to the slda. Tr is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na.

Event description:
It was reported that the initial triclip procedure was performed on (B)(6) 2022 to treat tricuspid regurgitation (tr) with a grade of 4. One triclip was implanted, reducing tr to 1. Several minutes post deployment the clip opened to 40 degrees. Two days post procedure it was noted the clip had detached from the septal leaflet (single leaflet detachment (slda)) and the tr increased to 4. Per the physician, the slda was due to the clip opening post procedure. A second procedure was performed on (B)(6) 2022. One clip was implanted anterior to the original clip, reducing tr to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).